Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot was released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. The are warnings in the package insert that state this type of event can occur. Under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture."

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on february 4, 2015. Evaluation of the returned device confirmed that the inserter had fractured as stated in the complaint. Based on device history records review, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by product being put through excessive force, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments; "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that patient underwent a wrist fixation procedure on (B)(6) 2015. During the procedure, the inserter fractured inside the patient's bone. The fractured fragment remains in the patient.